Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response button) has been confirmed. Upon evaluation, the front response button was non-functional. The cause was a missing metal switch within the response button. The response button's cover was torn. The root cause for the missing switch cannot be positively identified, but was likely physical abuse. No adverse event resulted from the damaged response button. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a damaged response button. The pt was issued a replacement monitor.